Event description:
It was reported that a patient experienced peritonitis and subsequently died coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested with symptoms of not feeling well. The cause of the peritonitis event was unknown. Prior to death, the patient was admitted to the hospital due to not feeling well. During the hospitalization, the patient was diagnosed with peritonitis. On an unreported date, while hospitalized, the patient began treatment with unspecified antibiotics (intraperitoneally and intravenously, doses, frequencies and durations not reported) for peritonitis. The patient did not recover from the peritonitis event and forty three days after the onset of the event, the patient died in the hospital. The cause of death was unknown. An autopsy was not performed. One day prior to the event of death, the pd therapy was stopped and patient was not connected to pd therapy at the time of death. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.